Event description:
It was reported that a 1000 ml evacuated glass container had very little to no suction. The reporter stated that there was no damage to the cap or bottle. The step of setup or therapy during which this occurred was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (Therapy dates) - approximate date of event is "a few months" before (B)(6) 2015. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.